Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected and discovered that the architect sn# (B)(4) had a buffer leak from a cracked fitting onto the vacuum pump causing the pump to short out. The damage was limited to a small area on the pump and did not spread to other parts of the instrument. The fitting and the pump were replaced by the fse which resolved the issue. A review of the service history for the architect (B)(4) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the architect i2000sr or the parts that were replaced. Labeling was reviewed and contains adequate information regarding electrical hazards, emergency shutdown procedures, electrical safety parameters, troubleshooting, removal and replacement of the parts. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported visible smoke emanating from the back of the architect i2000sr analyzer. No fire / flames reported. No impact to patient management or user safety was reported.